Manufacturer narrative:
Name: tandem country: united states of america street: 11045 roselle street, suite 200 city: san diego state: california zip code: 92121 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that infusion set cannula was bent which led to hyperglycemia on (B)(6) 2026. The infusion set was in use for less than one day. The blood glucose level was 17.1mmol/l and it was treated with correction injection via multiple daily injection.